Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The following cosmetic damage was also noted on the unit: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and a cracked lcd window.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.